Event description:
Distributor reported on behalf of user facility that during use of the device, a patient began to experience respiratory distress due to breakage of the tube. An x-ray found that the tracheostomy tube had broken away from the flange and 15mm connector and had migrated into the patient's bronchus. An emergency bronchoscopy was performed to remove the portion of tube. Following the procedure, the patient remained hospitalized for observation. No permanent adverse effects to the patient were reported.

Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. The actual device involved was returned and is currently in transit to the investigation site.